Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing.   Evaluation experienced an air in line error.  The cause was identified to be an out of specification ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it experienced an air in line error. No additional information is available.